Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
The consumer via the manufacturer's representative (rep) reported a change in the spinal cord stimulation. There was a change in the stimulation level. It was unknown what led to the event or how the issue was identified. The patient reported it felt different. Impedances were checked and it was found 8/10 were out of range (oor) and were reprogrammed around. A high definition (hd) option was added and the patient would keep in touch. It was unknown if the issue was resolved. No surgical intervention occurred and it was unknown if any was planned. Relevant medical history included spinal pain.